Event description:
New information received suggests no programming changes were made. The physician is comfortable monitoring the lead. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the patient's right ventricular lead on egm . The patient was asymptomatic and not dependent. No further information was reported.